Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: usage : use error/misuse labeling : illegible etch visual : deformed/bent broken (2+ pieces) : chipped/shaved/delaminated visual : scratched/nicked - other damages caused by customer - outer tube damaged, needle outer tube dent(s) outer tube bent - outer tube damaged, distal tip distal tip damaged holes in distal tip fiber - illumination distal tip fiber damaged - optical system, optical components broken lenses in optical system distal cover glass/negative damaged scratched/residue - cosmetic issue scratches/dents per service report, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the scope of the 4k c-mnt scp,4.0,30,167,mitek device was scuffed. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in february 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: damages caused by customer outer tube damaged, needle, outer tube dent(s) outer tube bent, outer tube damaged, distal tip distal tip damaged holes in distal tip fiber, illumination, distal tip fiber damaged, optical system, optical components broken lenses in optical system, distal cover glass/negative damaged scratched/residue, cosmetic issue usage : use error/misuse, labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.